Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd angiocath¿ IV catheter separated from the hub during a procedure. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the needle on a bd angiocath¿ IV catheter separated from the hub during a procedure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd was unable to confirm the customer complaint for the claimed defect as no samples or photos were returned. In addition to the fact that no records were found that could cause this complaint during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint. Investigation conclusion: based on the investigation results to date the root cause was not determinate for this complaint.